Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - during the implant procedure on the right side on (B)(6) 2014, this lead was attempted to be implanted but it was not possible because of problems with the extension-retraction screw mechanism. The physician noticed that the fixation screw was properly retracted and the lead was advanced until the right ventricle. In that position the physician had the feeling that the lead was hooked in the tricuspid valve. The distal tip of the lead was bent at the ring electrode level and the fixation screw protruded (extended). The fixation screw was attempted to be retracted rotating the fixation tool counterclockwise but it did not work. The lead was attempted to be removed by pulling but it remained hooked in the tricuspid valve and it seemed that at the same point were the distal tip was bent before; it was then beginning to stretch. The physician decided to extract the lead at a later date, which was done on (B)(6). This lead was removed pulling gently, and replaced. The physician is requesting an analysis of the lead explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted as mentioned in the complaint description, which can be considered to be the root cause of the clinical observation. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that this damage was due to tensile forces, presumably during the implantation procedure. Further inspection demonstrated deformations of the inner coil close to the is-1 connector pin. The subsequent analysis indicated that these damages were caused by over-rotation. The analysis did not reveal any sign of a material or manufacturing problem.